Event description:
Infusion center patient receiving emend. Pump alarmed upstream occlusion x2. Also alarmed "air in line" but after checking line no air in line. Contributing to longer infusion times and staff alarm fatigue. Causing a distraction during medication set up as nurse must leave that task to attend to the alarms. Bag height 24 in.